Event description:
The product was used during a lap chole procedure. Reportedly, the instrument would not fire.no patient injury reported.

Manufacturer narrative:
1/28/1998-supplemental report #1 submitted to FDA. It has come to our attention since the submission of our initial report on 12/1/1997 that this event is not reportable under MDR regulations. Please disregard the event reported under this reference number (1219161-1997-01785).